Event description:
On (B)(6) 2012 the patient contacted animas (anm) alleging that he could not get a "2020" insulin pump to work. The patient was unable to specify what issue he was having with the "2020" pump. The patient was also unable to provide the serial # of the "2020" pump. During the contact with anm, the patient was not willing to troubleshoot the device. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. Prior to attempting to use the "2020" pump, the patient had attempted to use a one touch ping (otp) insulin pump. The patient noted that the pump was alarming but he could not specify the alarm. The patient stated "he can"t get his insulin flow." The patient noted that he was currently in the hospital for acute myocardial leukemia and stated that he has congestive heart failure and "other cardiac issues." The patient reported that his blood glucose (bg) was a little high, at 245 mg/dl. The patient stated he had shortness of breath (sob). He could not specify if the sob was related to a bg issue or cardiac issues. The patient also noted having nausea and vomiting. However, he attributed the symptoms to chemotherapy. The patient also did not wish to troubleshoot the alleged issue with the otp insulin pump at the time of the initial contact with anm. The patient was advised to remove the pump and start on a back-up plan until troubleshooting could be completed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that a "2020" insulin pump was not working. However, at this time, it is unknown what the specific pump issue was, if there was an actual product malfunction, and if use-error was involved. In addition, the reported bg excursion does not meet the definition of a serious injury for anm. The patient's reported symptoms and bg level of "245 mg/dl" does not meet anm's criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.